Event description:
The customer states that a patient sample generated a falsely elevated result for magnesium when processed using an architect c8000 analyzer. The result was flagged with a delta check. However, the result was reported out of the lab and subsequently questioned. The sample was then repeated twice producing duplicate lower results. Corrected reports were reported with no known impact to patient management related to this issue.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The issue of a reported magnesium result discrepancy was investigated. An evaluation was conducted that included review of customer data, the lot release data, the assay-specific insert, the operations manual, and other customer calls. The patient was taking prograph. All other tests were acceptable and repeated well. A 20 point precision yielded acceptable results. The sample was collected in an sst tube and spun for 10 minutes. A visual inspection of the original sample was not available. The calibrations, parameters and quality control (qc) data were reviewed and did not show any discrepancies. Product labeling contains precautions for specimens from patients receiving anticoagulant or thrombolytic therapy and the need for complete clot formation prior to centrifugation. It also instructs to remove particulate matters prior to testing. The issue is adequately addressed in product labeling. A review of trending documentation indicated no adverse trend was identified. This evaluation identified magnesium lot 80028hw00 is performing within specification and the issue appears to be isolated to one patient sample. A review of lot release data indicated that magnesium reagent lot 80028hw00 was released within specifications. This is the final report.